Manufacturer narrative:
This ipg serial number is associated with a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received a scs system on (B)(6) 2009. It was reported that the pt did not have stimulation a few weeks ago. The sjm rep observed that there was no communication with two programmers. A replacement charger was sent to the pt. Follow-up on the pt found the replacement charger did not resolve the issue. The pt plans to speak with her physician for the next course of action. No further info is available.